Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an inner shunt in a moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.